Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (1000 mcg/ml at 180 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had an infection. The back area where the catheter was implanted was also eroded and the patient could see the catheter. It was unknown if there were external factors that contributed to the event. The healthcare provider (hcp) confirmed that the area was eroded open so they explanted and replaced the pump and catheter. The issue was resolved at the time of the report and the explanted devices were discarded. The patient's weight and medical history were asked but unknown.